Manufacturer narrative:
(B) (4)

Event description:
The reporter stated the surgeon attempted to insert a +27.5 diopter cc4204bf collamer single piece lens but the trailing haptic was noted to be broken off before the iol was implanted. The iol was not implanted and there was no pt injury. Another same model lens was implanted. The pt's current condition is good. The reporter stated the cause of the lens tear was due to the injector system.